Manufacturer narrative:
D5,6; h3,4,6: g4: added additional info, info not available, device not returned for analysis.

Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy after firing the ez35w on both sides of the uterus, bleeding was observed. It was corrected with bipolar cautery during the procedure. While talking with the surgeon on 10/25/97 the surgeon informed the rep the patient was taken back to surgery for hemorrhaging. A diagnostic laparoscopy was done and bipolar cautery was used for bleeding at the stapled area.